Event description:
It was reported that the device was reading half of what patients are voiding. This happened twice but the customer wasn¿t sure if this was with more than one end user. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The service rep realigned the probe. They also repaired a cracked lens (cosmetic damage) and measured 135/135ml on a 133ml phantom. The system operates as intended.